Event description:
The customer reported a doxorubicin leak between the secondary set with texium and y-site port of the primary set during infusion. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag ndc 0338-0049-02, lot number: y225730, exp: aug 18, 0.9% nacl injection; 150 ml hospira bag ndc 0409-7983-61, lot: 65-086-jt, exp: 1 may 2018, doxorubicin hydrochloride, therapy date: (B)(6) 2017. Gtin/UDI number for item 2420-0007, lot 17026480 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a doxorubicin leak at the texium on the secondary set where it connected to the y-port of the primary set during infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the texium was not confirmed. The primary and secondary sets and all components were visually inspected; the threads of both the drip chamber smartsite port and the proximal smartsite were turned upwards indicating use and over-tightening of a mating component. Functional and pressure testing resulted in no leaking. The root cause was not identified.